Manufacturer narrative:
Investigation: data analysis was not performed since it exceeded three hours of testing between two readings. Lab result (2.0 inr) is obtained two days after inratio result (1.2 inr). Since the time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Investigation pending on returned product from customer.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 1.2, lab: 2.0. Doctor recommended comparing meter to the lab. Patient tested on her meter and went to the lab 2 days later. Not on lovanox or heparin. No anemia or cancer. No kidney or liver disease. No hypo/hyper thyroidism. Target range is 2.5-3.0. Does have anti cardio phospholipid syndrome.